Manufacturer narrative:
The report was created to capture the complications reported in the article that can be found online at: http://www.ncbi.nlm.nih.gov/pubmed/25345888. The devices involved in the event have not been returned for evaluation. There has been no correspondence regarding return of the device. The lot history record review was not possible as the lot numbers were not reported. (B)(4).

Event description:
Medtronic (covidien) received information through literature review of the article: sztajzel r, muller h, sekoranja l. Strokes in the anterior circulation: comparison between bridging and intravenous thrombolysis. Acta neurol scand. 24-sep-2014;131:329-335 it was reported that 63 out of 163 patients received IV (intravenous) therapy (alteplase 0.6 mg/kg) and mechanical thrombectomy with a solitaire stent. 1 patient did not achieve revascularization and the tici was 0 post device use (no other information was available on this patient). 6 out of the 63 patients were reported to have symptomatic hemorrhage. 22 out of 63 patients were reported to have asymptomatic intracranial hemorrhages.